Manufacturer narrative:
The autopulse platform involved in the reported complaint will not be returned for evaluation because the customer stated that, the observed issue was caused by a user error and the platform will not be returned to zoll for evaluation. Therefore, service was not required to be performed by zoll.

Event description:
During the call, the autopulse platform (sn (B)(4) stopped compression. The customer reverted to manual CPR. No consequences or impact to the patient.